Event description:
The user facility reported that a small blood leak occurred during bypass. The perfusionist noticed a slow drip of blood leaking out of the gas outlet port during a bypass procedured that lasted approx 90-120 minutes. By the end of the case there was an estimated blood loss of 200 cc. The perfusionist felt that the oxygenator was never in jeopardy of failing, and therefore, the device was not changed out. There were no pt complications.